Manufacturer narrative:
This supplemental report is being submitted as a correction to the previously filed supplemental report where the "adverse event" and "serious injury" boxes were inadvertently checked. The eval results were received. The syringe tip had broken off inside the cannula. Co has had no similar defects on this lot. Qa and the supplier have been notified. Evaluationn of procuct sample was completed by the manufacturer. This report was mailed in to FDA on: 3/10/97.

Event description:
Needle fell out of cannula hub during use and into the patient's eye. No injury was reported.